Event description:
While performing the laparoscopic nissen fundoplication, the auto suture device, endo stitch 10 mm (ref (B)(4), exp 07/2016, tyco healthcare) misfired and left a small 4 mm needle in the left diaphragmatic crus. The surgeon noted that the straight needle did not toggle to the opposite jaw of the instrument and became lodged into the diaphragmatic crus. Per the surgeon, the instrument was reloaded; however, did not work, suggesting mechanical failure. The 4 mm needle was unable to be removed; however, it was felt that there would likely be no clinical impact.